Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He was unable to duplicate the problem. He did observe a cut on the handpiece strain relief. No samples have been returned for further investigation. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. A review of complaints for the last 24 months did not indicate any additional related complaints or related service requests for this system. The root cause could not be determined. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no consequence to patient (no known impact or consequence to patient). Product problem(s): system pulsed on its own; doctor settings were missing (device operates differently than expected). The nurse reported that during a cataract procedure, the system started pulsing on its own. The scrub nurse said that when she was trying to change the settings, the doctor settings were missing. The screen did not go blank. The doctor asked for the system to be rebooted which caused a 10 min delay in the procedure. The case was completed with no patient harm. Additional information provided to the service representative stated that there was also no phaco power.